Event description:
It was reported that a pump has a constant nuisance upstream occlusion alarm. The customer stated that the issue was discovered during preventative maintenance and that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter medina for evaluation and repair. Evaluation confirmed the reported symptom. Evaluation found the upstream sensor signal output to be below specification. The device was determined to not be operating within specification in relation to the reported symptom. The upstream sensor was replaced and the device was returned to the customer.